Event description:
Additional information received reported the patient was receiving adequate stimulation as a result of reprogramming. Discussion of the option to revise were still pending with the patients hcp. The patients next appointment was scheduled for (B)(6) 2014.

Event description:
It was reported when stimulation was turned on the patient had a loss of therapeutic effect. The issue had been occurring since the previous lead revision on (B)(6) 2008. The patient met with their rep on (B)(6) 2008 for reprogramming but it was not targeting the right side like it originally did. The patient was upset and felt that the rep should meet with them longer to program the device correctly. It was reported the patient had visited their hcp and had their device reprogrammed. It was reported the patient "had and will have" surgery to fix the problem with their system. The patient was still having problems with their system and when asked "were the problems related to the implanted system?" The patient answered "yes" and "no". It was noted the patient was continuing to have problems and was very unhappy with system at present. Additional information received reported the patient was seen by the rep due to her "therapy being optimum for three years" and since 2008-2009 the therapy had not been the best for her. It was reported the patient had a decrease in therapy since 2008-2009 and it had not been the same as it was before the revision. Impedances were checked and reported as 3600 across the board, but later reported as only showing greater than 3600 on the zero contact. No shorts were identified and all other electrode measurements were fine when changing the reference electrode. The patient was programmed on (B)(6). It was reported the lead revision was done in 2009 and the therapy had not been the same since the revision. No trauma or falls were reported. It was reported the hcp was already thinking of doing an x-ray and trying to decide what to do with the device.

Event description:
Additional information received reported the patient would be moving forward with a replacement neurostimulator. It was noted the patient's surgery date was not yet available and her battery was still operational and "proving stimulation" despite being near its end of life.

Event description:
Additional information received reported the patient was scheduled to have a new system implanted on (B)(6) 2014. It was noted a different manufacturer representative (rep) was at the implant.

Event description:
Additional information received reported the manufacturer representative (rep) that was at the new system implant scheduled on (B)(6) 2014 (previously reported) stated that the patient was not scheduled for a replacement.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# v167921013, implanted: (B)(6) 2008, product type: lead. Product ID: 377760, lot# v167921014, implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v167921013, implanted: (B)(6) 2008, product type: lead. Product ID: 377760, lot# v167921014, implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. (B)(4).

Event description:
The consumer reported they had a battery replacement in (B)(6) 2014 because the patient was working with two device manufacturer's representatives (rep) who were unable to get the unit "situated" . The battery was replaced because they thought the issue was the battery. The battery replacement and adjustment was done on (B)(6) 2014. Medical history includes spinal pain and complex reg pain syndrome type I. If additional information is received, a supplemental report will be submitted.